Event description:
The customer contacted global technical services (gts) regarding a check lines and bags/refilling the heater alarm and a high drain 104/call pd nurse alarm (indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume, meeting increased intra-peritoneal volume (iipv) criteria), which occurred on the homechoice pro (hcp) during use, during the last fill. The fill volume was equal to 1428ml. The technical service representative (tsr) helped the home patient (hp) end therapy, and explained the high drain alarm. The last drain volume was 4091ml. The patient's largest prescribed fill volume (lpfv) is 2000ml, which is the prescribed night fill volume. The patient would call the registered nurse (rn). The hp said they have an ultrafiltration (uf) of 1500-2000ml on a regular basis. They would call back if they had any problems or questions. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance (ps) spoke with the registered nurse (rn) on 23 october 2012 regarding the reported alarm. The nurse was not made aware of the alarm. She stated that she just saw the patient yesterday and they were doing fine. She stated that the patient has been able to continue therapy on the cycler successfully. There was no patient injury or medical intervention reported. No allegations were made against any baxter products.

Manufacturer narrative:
(B)(4). The device is not available at this time. Should additional information become available, a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). The homechoice device was operational and was not returned for evaluation. The product analysis lab (pal) confirmed the reported increased intra-peritoneal volume (iipv) based on reported drain volumes. The assignable cause was undetermined. Review of the service history revealed no failures/problems that were the same as, or similar to, the current difficulty and there was no indication that the parts replaced during servicing caused or contributed to the reported difficulty.